Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's screen did show black line and was showing random number and letter. Insulin pump's act button was responding. Insulin pump was rejecting new batteries and its backlight gone dim even when battery was not low. Insulin pump did lost date and time in history and took longer to rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.